Manufacturer narrative:
Date of event: (B)(6). Date of report: 03sept2019. International UDI #(B)(4). The product support engineer followed up with the customer and confirmed failure. The customer reported replacing the gas delivery system and this issue is resolved. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Customer resolved.

Event description:
The customer reported the device failed system leak test. No patient involvement.